Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient. During a simultaneous sgc and mitraclip atrial septal puncture, shortly after the sgc passed through the femoral vein. It was identified that there was a significant pericardial effusion. The sgc was removed from the patient and the procedure was discontinued. A pericardiocentesis was performed and the patient was transferred to cardiac surgery. The final mr remained at grade 4. There were no adverse patient effects or clinically significant delays reported.